Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes of chimney technique for aortic arch diseases: a single-center experience with 226 cases https://doi:0.2147/cia.s222948 wenhui huang, huanyu ding, minchun jiang, yuan liu, cheng huang, xinyue yang, ruixin fan, jianfang luo and zhisheng jiang journal of vascular surgery 2019 vol 14. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft and non-mdt stent grafts were implanted in patients for thoracic endovascular aortic repair. The following events were reported: malfunction: type ia.